Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump insulin gauge remained static displaying 60 units of insulin after the customer completed the load process. Reportedly, insulin was removed from another cartridge that was loaded with 120 units of insulin and placed into the cartridge the customer was currently using; however, the exact amount used to fill the cartridge could not be determined. The customer reported a blood glucose (bg) levels between 241-381 (mg/dl). A pump bolus was delivered to address bg levels. The customer declined troubleshooting with tandem technical support. Manual injections will be used for alternate insulin therapy.